Manufacturer narrative:
The user reported differences between sg and bg readings. Based on a review of the sensor data available in the data management system (dms), the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The system had stabilized at the time of review and was working within expectations, with bg values aligning well with sg trends. The customer care advised the user to continue using the system entering calibrations when prompted by the system. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.